Event description:
Patient was revised to address hip pain. The cup was loose and did not appear to have any significant ingrowth. Black fluid was removed from the joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.